Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper aseptic technique. The nurse reported that the patient's aseptic technique was okay however, they tended to rush through the steps quickly. The patient was treated intraperitoneally with vancomycin and ceftazidime (doses, frequencies and durations not reported). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.